Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump had a motor stall with no recovery. The motor stall was confirmed in the event logs. The motor stall was caused by an MRI. The drugs in the pump at the time of the event were bupivicaine and prialt. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.